Manufacturer narrative:
The reported event that olecranon plate variax for left ulna 4 hole / l89mm was alleged of issue s-45 (migration / rotation / in situ movement) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on complaint history, the most likely root cause is attributable to a user(ur) related issue. Some of the possible causes are: inadequate reduction, insufficient implant selection (too short plate/screw). The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
After surgery, a screw loose from a variax elbow plate on (B)(6) 2017. The revision surgery was performed on (B)(6) 2017.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device disposition is unknown.

Event description:
After surgery, a screw loose from a variax elbow plate on (B)(6) 2017. The revision surgery was performed on (B)(6) 2017.